Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was on xarelto. The physician advanced a 27mm watchman laa closure device and delivery system (wds) through the watchman access system (was). The closure device was deployed, but it had a shoulder, so a partial recapture was performed. They repositioned the closure device, but did not like the positioning. So it was fully recaptured. A pericardial effusion was then noticed in the right atrium. The was and wds were removed from the patient. The heparin was reversed and a transesophageal echocardiogram (tee) was performed until the effusion was stabilized. The procedure was aborted due to the effusion. The patient was held overnight for observation. In the morning, another tee was performed and the effusion was gone. The patient was discharged one day post procedure.